Manufacturer narrative:
Returned for evaluation was one venacure evlt never touch frs 65cm fiber. Visual inspection noted the returned fiber had been broken off at approximately 32cm from the tip of the fiber. Both pieces were returned. The fiber was connected to a diomed laser and the red aiming beam was noted to be deflecting at the point of the break. It is likely the fiber was cracked and during re-coiling by the customer, the fiber broke at the point of the crack. The customer's complaint description is confirmed. Although the complaint is confirmed, the root cause for the reported complaint is unknown. The most likely root cause for the complaint is handling damage after the device left the manufacturing facility. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process for this complaint type and the fiber assemblies are 100 percent thoroughly wiped down with a lint free cloth dampened in isopropyl alcohol before being packaged, and they are aql inspected by qa personnel. Instructions for use provided with the device states: prior and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20 cm. Clinical safety and effectiveness data is not available for other fiber tip designs and diameters." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint #(B)(4).

Event description:
As reported by user, (B)(6) 2012, a female patient of unknown age presented for an endovenous laser treatment. At the start of the ablation procedure, with the laser fiber connected to the laser generator and the generator engaged, the user noted that the fiber appeared to be emitting a red light at approximately 40 to 50 cm on the fiber shaft. The procedure was immediately stopped; the fiber was put aside and tagged with lot and catalog number. The treating physician replaced the device with another new of the same fiber. The procedure was successfully completed without further complications. There was no harm or injury to the patient as the reported defective fiber never came into contact with the patient. Patient presented for a follow up and had no reported complaints. The device was set aside to be returned to the manufacturer for evaluation.